Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "no cauterization." Failure analysis found the primary finding of conductor wire broken to be related to the customer reported complaint. The instrument was found to have a broken conductor wire inside the housing. Due to the broken conductor wire, the electrical continuity test was not performed. The root cause of this failure is attributed to a component failure. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and this event. A review of system logs for system (B)(4) with a procedure date of (B)(6) 2021, confirmed a fenestrated bipolar forceps (fbf) instrument (pn# 470205 - 17/lot # n10200810-0200) was used during this procedure. The fbf instrument has 10 lives allotted to it. The alleged event occurred on the 7th use of the instrument. There are 3 more uses left. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the additional information obtained from failure analysis investigations, this complaint is being reported due to the following conclusion: the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the instrument had cautery issues. Site exchanged the cautery cable without success. The procedure was completed with a back-up instrument with no reported injury.